Manufacturer narrative:
Additional information: d4, h4 lot number received via email

Manufacturer narrative:
The reported complaint is unconfirmed. Inspection of the implant found the proximal section to be stretched. This condition is consistent with the coil becoming stuck or experiencing friction during repositioning within the aneurysm (i.e. Stuck on previously implanted coils or the tip of the microcatheter); however, the implant coils found to be attached to the pusher upon receipt. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available but has not yet been returned to the manufacturer for evaluation. The alleged product issue could not be confirmed. If and when the device is received, an investigation will be performed and a supplemental report will be submitted. The instructions for use states that premature coil separation is a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil implant detached prematurely during repositioning. The catheter was removed with the coil inside of it. There was no intervention or injury.